Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements, measuring 138 ohms. This oor shock impedance did not have an alert triggered by the device, as the programmed shock impedance measurements were programmed 20-150 ohms, therefore, the shock impedance fell within the programmed range. Technical services was consulted and offered troubleshooting options. This product remains in-service. No additional adverse patient effects were reported.